Manufacturer narrative:
During subsequent follow-up, additional information was received. It was reported that the event occurred during a craniotomy surgical procedure when the motor device overheated and was smoking for five seconds. There were four people present who were wearing masks during exposure; and therefore did not inhale the smoke. All were reported to have been doing well. There was a ten minute delay to the surgical procedure. A spare device was available for use. The surgery was completed successfully. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2016; however, the exact date of the event was unknown. The reporter's information has been updated. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor and control were defective. It was further determined that the device failed the pretest for motor thermistor assessment. Therefore the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The initial medwatch stated the date of return was unknown, the date of return is may 27, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was smoking during operation. It was further reported that the hose was broken on the device. It was not reported if the event occurred during surgery. There were no delays to a planned surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.